Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned, this piece measures 22.7 cm from the connector pin. An x-ray did not reveal any overtorque or any damage on the distal coil. Unable to perform any electrical test on the piece received.

Event description:
It was reported that the patient deceased. There is no allegation from a health care professional that the death was device related.